Event description:
Event description guidant received information that this ventricular lead has sustained a fracture. The lead was removed from service and replaced without further incident. No other adverse events have been reported.